Event description:
The bayer essure permanent birth control device was deployed into pt's right fallopian tube. The coils were released as the device was exiting the fallopian tube. The coils did not implant into the fallopian tube and were then removed. Another device with a different lot number was used without any further issue.